Event description:
The pt service rep (psr) assisting a (B)(6) year old male patient contacted zoll lifecor customer support service to report the patient's charger would not power on during a fitting appointment. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger would not power on. Upon inspection, it was discovered that the lcd 200 connector had come loose. The root cause of the loose connector was likely caused by excessive force. Once the connector was pushed back in, the charger was able to power on normally. No adverse event resulted from the intermittent battery charger. The patient received a replacement battery charger.